Manufacturer narrative:
(B)(4).

Event description:
Device reported high shock impedance measurement on hm for a single day. Also noise seen on atrial channel. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.